Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. The patient visited the doctor and was diagnosed with cellulitis. The patient was prescribed antibiotic cefadroxil (2 times per day for 5 days). The pod was discarded by the patient.